Event description:
A peritoneal dialysis (pd) pt reported finding a fluid leak following his discontinued treatment. The pt canceled treatment after receiving a cycler alarm and when he opened the cassette door he found fluid leaking from the cassette inside the cassette door. The pt was advised to contact his pd nurse, the set was not made available for eval. During follow up the pt's pd nurse reported that the pt did not have any signs of infection and his effluent has remained clear. He was given antibiotics prophylactically. No adverse event reported at this time.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past three months. Batch record for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.